Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the pt's femoral artery. As the md inserted the iab into the saf sheath, the final 1/3 of the membrane at the proximal end stuck in the sheath. The md could not advance the iab any further and the iab and the saf sheath were removed as one unit. Intervention was not required. The delay in treatment was listed as "minutes while the other iab-05840-lws tray was opened". At this time, the pt outcome is listed as "remained stable." Reference MDR #1219856-2010-00359 for the second event and MDR #1219856-2010-00360 for the third event involving same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.